Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: is it possible that the device was loaded with a 45mm cartridge instead of a 60mm one? No it was definitely loaded with a 60 cartridge not a 45. Will the cartridges returned with the device? The cartridge will be returned with the device. Are there pictures or a video of the procedure available? There is no video of the procedure available

Event description:
It was reported that during an unknown procedure, stapler cut and stapled but staples didn't form correctly and cut line was poor. On closer inspection cartridge was loose another cartridge was used and that was also loose so the stapler was changed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.